Manufacturer narrative:
When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto 3 device, and a pacing device malfunction occurred. The customer reported that the pacing was routed to the wrong channel which was caused erroneous signals to be detected. This defect occurred whenever the customer increased the output of the stimulate. There was no patient consequence. The procedure was aborted and rescheduled.the hardware investigation has begun but it has not been completed at this time.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a carto 3 device, and a pacing device malfunction occurred. The customer reported that the pacing was routed to the wrong channel which was caused erroneous signals to be detected. This defect occurred whenever the customer increased the output of the stimulator. There was no patient consequence. The procedure was aborted and rescheduled. The investigational analysis has been completed. The field service engineer (fse) arrived at the hospital and replaced patient interface unit (piu), location pad (lp) and pu. The system was tested and found ready for use. The replaced parts were sent to the device manufacturer (htc). Htc confirmed the complaint. Defective optoswitch on ECG card (piu) caused the pacing problem. The system was send to subcontractor for repair and upgrade. The lp and pu found operable. The device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment. Management is notified of failure analysis results using monthly complaint trend reporting. An internal corrective action has been created to address ¿opto switches and tvs failures.¿ the customer complaint was confirmed.